Manufacturer narrative:
The customer switched to 630g due to unable to hear the alerts and alarms on previous pump not the current the pump.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: the customer's physician reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose value was unknown. The customer stated that his seizure disorder make it important to avoid hypoglycemia. The customer switched to 630g due to unable to hear the alerts and alarms on previous pump not the current the pump. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose value was unknown. The customer stated that his seizure disorder make it important to avoid hypoglycemia. The customer stated that he was unable to the alerts and alarm on his pump. The product was not returned for analysis.